Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complaint, during the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a stone. However, the handle broke. The stone was removed with a dilatation balloon. There were no patient complications reported as a result of this event.